Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. As the physician was loading the 2.25x20mm ion stent delivery system (sds) onto the unspecified guide wire it appeared that the stent struts were damaged and lifted. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is fine.